Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This is a duplicate report of 1818910-2013-12397. This report 1818910-2013-13217 will be rejected. Report #1818910-2013-12397 will be kept for investigation purposes.

Event description:
A global advantage shoulder replacement was arthroscoped and the glenoid was found to be loose. The glenoid component was removed through a 2.5cm incision. Bone cement was also removed.